Event description:
Country of complaint: (B)(6). Package was not complete. It contained 1 thread inside instead of 4. The batch code of this sample is unk.

Manufacturer narrative:
MFR site eval: samples received 1 open pouch. This is the second complaint of this code/batch for the same issue. There are no units in OEM stock. We have received 1 open sample with only one suture inside the pack. There should have been presented four sutures inside, as the product description. Observing by the microscope, we could see that there were no clear marks of needles on the support cardboard. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We consider that this is an isolated and accidental unit and that the whole batch is correct. We will take note of this incidence. Remarks: the complaint is justified for isolated units, but the conclusion is "not corresponding", according to the in process self control results when this batch was made. Final conclusion: the complaint is not corresponding (not justified). Action on product: na. Corrective/preventive actions: na.